Event description:
Device malfunction: none. Symptoms / ae: vessel spasm. Time of ae: during the procedure. It was reported that during a left internal / common carotid artery stenting procedure, the patient had unspecified transient neurological symptoms due to a vessel spasm. The vessel spasm was treated with nitroglycerine, resolving the symptoms. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. Neurological events and vessel spasms may occur during this type of procedure as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.